Event description:
Pt reported obtaining a blood glucose result of 635 mg/dl on the advantage test system. The system's measurement range is 10 mg/dl to 600 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve stip lot 549540 with expiration date 3/31/08.

Manufacturer narrative:
The suspect product is the advantage meter.